Event description:
The customer reported a c-arm interlock failure and that they tried to reboot twice. The fe confirmed the system would not boot and that the system was down and unusable. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.